Manufacturer narrative:
The pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact with its pusher assembly. The introducer sheath had coagulated blood inside. The outer diameter (od) of the embolization coil was measured and found to be within specification. Evaluation of the returned device revealed no visible damage to the introducer sheath. However, the introducer sheath had coagulated blood inside and the pusher assembly was kinked in multiple locations. Therefore, the ruby coil could not be functionally tested and was deemed nonfunctional. The introducer sheath was cut off by the penumbra investigator and the od of the embolization coil was measured and found to be within specification. The kinks in the pusher assembly were likely incidental and may have occurred while packaging the device for return. The root cause of the ruby coil not being able to advanced out of the introducer sheath could not be determined. The microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was unable to advance a ruby coil out of its introducer sheath and into the microcatheter. Therefore, the ruby coil was removed. There was no report of an adverse effect to the patient.